Event description:
It was reported that the clinician read the interrogation to read that the device had 1.5 years longevity reading left. The technical services department provided the correct measurement. No patient complications have been reported a result for this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.